Event description:
The customer reported that "it did not work in battery failure". Philips considers that a battery failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.